Event description:
Lead was capped and replaced due to an abrupt increase in impedance and threshold. Experienced intermittent non capture prior to this revision. Symptomatic bradycardia. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.